Event description:
The customer states that they are getting error code 1113 (invalid test results, read value) when running a patient's blood sample on the axsym digoxin iii assay. There was no impact to patient's management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.